Manufacturer narrative:
Analysis of provided data dated (B)(6) 2025 revealed: - in the provided logs of the programmer, there is a trace that the user pressed on the emergency button on the cpr3 head to switch to nominal mode (vvi 60bpm) at 11:36 on (B)(6) 2025. This event happened before the session started. - then, the user proceeded to the interrogation. - therefore, the interrogation started with the device in nominal mode, that explains why no previous settings were stored (and available for programming) the switch to nominal mode occurred on (B)(6) 2025. At 11:36 by the user, just before the device interrogation at 11:37. Based on available data, no issue is suspected on the subject device.

Event description:
Reportedly, during the interrogation of the device a emergency program setting has been seen. This was not reprogrammable to the saved setting. No prior setting has been displayed to choose. Please evaluate the reason for emergency setting and the date of occurrence? Why it was not possible to reprogram to prior stored setting?